Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Device had compromised force sensor system alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion test due to compromised force sensor system alarm. Device had minor scratched lcd window, cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed a button error alarm. Customer was unable to clear the alarm. Customer's blood glucose was 409 mg/dl. Device was stuck at the "enter blood glucose" screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.